Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside an exactamix 1000ml eva tpn bag after compounding. The device was being used with a baxter set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection with naked eye and magnification identified particulate matter within the fluid pathway. Chemical characterization using attenuated total reflectance fourier transform infrared spectroscopy (atr-ftir) determined the particle was consistent with acrylonitrile/butadiene/styrene. The fill port and fill port cap on the exactamix container and destination container connectors as well as the 14 inlet spikes were examined using a light microscope. The source of the particle was not located in any of these articles. The reported condition was verified. The cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.